Manufacturer narrative:
Product analysis conclusion: two (2) images were received capturing device handle post removal from the packaging tray. The clamping ring is partially retracted from the end of the screw gear. Only one of the tip capture release handle components is visible on the image received. The reported deformation in-vitro was confirmed on review of the images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 59.3 taa . It was reported that when the physician opened the inner packaging, it was discovered that the tip capture release handle had fallen off. Despite this , the stent graft was able to be implanted successfully. There was no damage noted to the device packaging before opening. No cause was provided. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5: additional information received : it was reported that the broken tip capture release handle made it difficult to release the after opening the stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.